Event description:
It was reported by an attorney that the patient underwent recurrent umbilical hernia repair on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent incisional hernia repair, lysis of adhesions on (B)(6) 2020 during which the surgeon noted recurrent hernia containing a loop of small bowel with small bowel adherent to mesh with mesh migration. It was reported that patient underwent small bowel resection on (B)(6) 2020 during which the surgeon noted there was a perforated small bowel with abscess. It was reported that the patient experienced fever, nausea, abdominal pain, edema, inflammation of the small bowel and vomiting. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/04/2024. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2020. (B)(4) submitted for adverse event which occurred on (B)(6) 2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.